Event description:
It was reported that review of a remote transmission showed the right ventricular (rv) lead exhibiting low r-wave measurements and the r-wave amplitude trend showed a slow decline in r-wave measurements over time, however it was also noted that no true undersensing or t-wave oversensing (twos) was observed on the transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.